Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had pain stimulation. Patient stated that their leg was killing them and had been going into spasms since (B)(6) 2017, and getting worse in the past couple of days. The ins therapy was confirmed to be on. Patient was advised to decrease stimulation to see if that would eliminate the uncomfortable stimulation in which it did resolve. The patient later reported that she had a bladder incontinence problem and she needed help to change one program level down. Additional information was received from the patient. Patient felt shocking, but they decreased the amplitude and the uncomfortable stimulation was eliminated. Patient stated the shocking was in the leg and had been happening since (B)(6) 2017. Patient mentioned a couple of weeks ago they had a problem with their bladder, pain when urinating and itching, and pain where the kidneys were. Patient had a fever and needed medication and was given antibiotics to calm the nerves. Patient lower stimulation to 2.3v and stated it was comfortable. No further complications were reported.